Event description:
The customer reported the unit would not recognize the therapy cable.

Manufacturer narrative:
The customer reported the unit would not recognize the therapy cable. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.